Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The single port fenestrated bipolar forceps instrument was analyzed and found to have a broken molded insulator on the lower jaw at the distal end. The broken piece measures approximately 5mm x 16mm and was not returned with the instrument. The grip base for the grip with the broken molded insulator did not appear to be bent. As a result of the broken grip, the conductor wire was broken at the grip base. The instrument was found to have a detached fragment on the distal end. The detached fragment is completely missing from the lower grip jaw at the distal end. The component adjacent to the detached fragment showed signs of damage, indicating the detached fragment was related to the broken instrument molded insulator. The instrument was found to have a broken conductor wire at the grip base. The instrument failed the electrical continuity test, confirming a complete break in the wire. The conductor wire was broken due to the broken molded insulator. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that prior to starting (pre-anesthesia) a da vinci-assisted surgical procedure, the 6mm fenestrated bipolar forceps instrument had broken jaws. No fragment fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no part of the instrument broken off or detached. There were no particles or pieces missing at the broken site and no fragment fell into the patient.